Event description:
It was reported that when the patient was laying down, the stimulation shot pains down her leg and hip that had been present since implant. The patient had an increase in water intake recently. The stimulation was turned off a couple of days prior to event. The patient had a kidney stone. Stimulation was turned down to 2.5v on program 1, from 2.6v. The patient was to monitor the impact of decreasing the amperage on the shooting pain when lying down. There was an unknown problem with the patient programmer. Applicable battery considerations were reviewed, which resolved the issue. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v847778, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that after adjusting stimulation to 4.4 on program 1 she turning the ins off because she was afraid it would shock her later on. The patient was assisted in changing to program 4 at 0.5 where the patient stated that she felt comfortable. The patient planned to monitor her symptoms and follow-up with her healthcare provider on (B)(6) 2017. Patient status is unknown at the time of this report.